Event description:
Instrument docked onto trocar, attempted removal of instrument from robot arm, arm error (blinking yellow light), used emergency wrench to remove instrument from robot arm. No harm to patient. [Redacted] notified. Instrument secured, tagged and sent to spd [sterile processing department].